Event description:
Reportedly, the device was explanted after a duration of 5 days due to severe regurgitation detected by tee. Per the customer report, "post operative central aortic regurgitation; patient presented with no symptoms." Device at explant was described as "no macroscopical valve damage."

Manufacturer narrative:
Method: device has not been received for evaluation. Additional manufacturer narrative: echo cds were received for date of implant, (B)(6) 2010, and date of explant, (B)(6) 2010, and have been provided to an independent consultant for review. Operative reports for both surgeries were provided but are not in english and have not been translated. Device is to be returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: (B)(6) 2010, as received the valve sewing ring is cut off at commissure 1 region. Almost half of the sewing ring is missing exposing the wireform along leaflet 1 and 3. (B)(6) 2011, research and development competed the functional testing and concluded with the following: " this valve was explanted after 5 days due to reported severe regurgitation as seen with tee. An independent echocardiography evaluation found. "There is probably moderate aortic regurgitation that is almost certainly of paravalvular origin". "Edwards standardized in vitro testing demonstrated only a small amount of leakage, more than two times lower than the 10% maximum allowable for this size valve per iso5840:2005. The data from in vitro testing is consistent with the independent echocardiography evaluation." Paravalvular leak -- outside the valve, not going through the leaflets -- represents regurgitant flow between the sewing ring and aortic wall. This may occur due to use or patient related factors. It does not typically represent a malfunction of the device but may require reoperation and replacement which is considered an injury to the patient. In this case, the root cause for the paravalvular leak cannot be determined; but the results of investigation demonstrate that the regurgitation was not related to a malfunction of the device. No additional information is available.